Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The company representative found two fault code 111, and four fault code 112. He replaced the executive processor pcb, downloaded software, performed a full calibration and tested the iabp. The iabp functions to manufacturers specifications, was returned to the customer, and cleared for clinical use.

Event description:
The customer reported that, while in use on a patient, the cardiosave intra aortic balloon pump (iabp) screen went blank and the pump shut down. There was no harm to the patient reported. No adverse event was reported. There was no other patient information is available.

Manufacturer narrative:
The verbiage in h10 for the production device history record (DHR) should have read: "the production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted."

Event description:
The customer reported that, while in use on a patient, the cardiosave intra aortic balloon pump (iabp) screen went blank and the pump shut down. There was no harm to the patient reported. No adverse event was reported. There was no other patient information is available.